Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the survivorship of protrusio cages for metastatic disease involving the acetabulum" written by mark clayer published online 25 may 2010 was reviewed. The article's purpose was to report the restoration of function, complications, and implant survival for depuy protrusio cages. The data is compiled of 29 patients with metastatic disease involving the acetabulum. Depuy protrusio cages were utilized in conjunction depuy and non depuy products. The article does not identify which products were associated with the adverse events and does not provided adequate information to determine accurate quantities. Depuy products utilized: protrusio cages, charnley (monobloc stems, heads and cups) adverse events: dislocation (treated by revision, open reduction or closed reduction) infection (treated by revision and removal of all implants) cage avulsion "due to progressive bone loss" (attributed to patient's progressing disease).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.